Event description:
It has been reported that the monitor intermittently locks up. No harm to the patient has been reported to philips. The available information does not indicate if the system was in clinical use or not when the issue took place. We are conservatively reporting this event at this point of time . A follow up report will sent if any further information is available.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the screen was intermittently locking up. During troubleshooting, the fse found that there was a malfunction with the monitor. The quotation has not been accepted by the customer. No service has been performed by philips. The codes were updated based on the investigation outcome.